Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited a b30 error (scope communication error). The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code b30, could not be identified. Root cause could not be identified. Error code b30 occurred due to scope socket failure. Therefore, it has been determined that it is not a defect caused by user misuse. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labelling review: based on the qir, it was confirmed that error code b30 occurred due to scope socket failure. Therefore, it is determined that it is not a defect caused by user misuse.¿ olympus will continue to monitor the field performance for this device.